Event description:
The surgeon performed a revision surgery on a patient that had originally received a makoplasty partial knee arthroplasty. The patient had experienced pain, and the surgeon stated he should have performed a total knee procedure in the first place since the patient's lateral side was also diseased.

Manufacturer narrative:
As part of mako's complaint handling process, a complaint evaluation was initiated by mako surgical with regard to this report. The surgeon stated the revision procedure was sue to poor patient selection for the partial knee procedure, and that the patient likely required a total knee replacement from the start.